Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was being rushed to the hospital due to high blood glucose of 600 mg/dl. The customer experienced symptoms related to high blood glucose level such as difficulty in breathing and crushing chest pain. The customer's mother reported that her daughter's insulin pump failed. The insulin pump will not be returned for analysis.